Event description:
It was reported that 80 bd slip tip syringes with the bd precisonglide¿ needle had discolored blister packs. The following information was provided by the initial reporter: "foggy package".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: one photo and 80 samples with unopened packaging were received by our quality team for evaluation. From the returned photo, the team observed a cloudy bottom web. The samples were subjected to visual inspection. The team observed a cloudy bottom web on 36 of the 80 samples. No abnormality was observed on the sealing portion. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The production ran using the validated parameters. The possible root cause could be due to the incoming material issue.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 bd slip tip syringes with the bd precisonglide¿ needle had discolored blister packs. The following information was provided by the initial reporter: "foggy package"